Event description:
It was reported that the piston on the pump did not fully retract, and a cartridge could not be loaded onto the pump and that the customer had an unspecified cartridge issue. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A correction bolus and manual injection were delivered to address bg. A replacement pump was sent to the customer.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified. The information will be used for tracking and trending purposes.